Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue. Customer's blood glucose was 162-244 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.